Manufacturer narrative:
Model number/catalog number: 72404251. Serial number: n/a . Batch/lot number: 1100614491. Model/catalog description: lgx preconnect ms 15cm ps iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and migration are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the inguinal area. A surgical procedure was performed, during which a herniated reservoir into the right inguinal area was identified. The reservoir was replaced and no additional patient complications were reported.